Manufacturer narrative:
(B)(4). The device was not returned for analysis. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. These devices will continue to be monitored.

Event description:
It was reported that an armada dilatation catheter was advanced to the iliac artery, without reported resistance. Upon initial inflation, the balloon would not hold pressure and a leak was suspected. The device was removed without reported issue and another armada was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.